Manufacturer narrative:
Conclusion code updated to 12 to accurately reflect this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.

Manufacturer narrative:
H3: evaluation of implantable pump serial number(B)(4) revealed the following: the returned device was subjected to a series of standard tests that included but was not limited to visual inspection, alarm output, motor function, and dispense testing. Flow testing could not be performed because the pump ran dry after explant. When the pump was received the outlet port of the pump was not capped. Analysis identified a leak at the fill port septum. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were clonidine and baclofen (unknown), both with an unknown doses and concentrations, and 20 mg/ml dilaudid (hydromorphone) at 10 mg/day. The reason for use was post non-malignant pain and other non-malignant pain. It was reported that the patient had a refill on (B)(6) 2019. The caller stated that the patient lives 90 minutes away from the managing doctor and when he got home he started having overdose symptoms. When the patient got to the ER, the managing doctor told the ER doctor to remove the drug from the pump. The ER doctor was only able to pull back 15 cc and was expecting 22cc. The patient was treated with narcan drip. The managing doctor doesn't believe it was a pocket fill. On (B)(6) 2019, the pump was being replaced. There were no further complications reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-feb-28. It was reported that the cause of the volume discrepancy was not determined. The rep was returning the device for analysis, and would be mailed tomorrow (2019-mar-01). The overdose symptoms were resolved and the patient is doing well. His pump was replaced yesterday ((B)(6) 2019) along with his catheter. The rep did not know the patient¿s weight and it will not be given out due to privacy concerns. This information has been confirmed with the physician and the account. There were no further complications reported/anticipated.